Manufacturer narrative:
The device remains in the pt. The lot number was provided. Review of the device history record did not produce any findings relevant to this report.

Event description:
Device malfunction: none. Symptoms/ae: blurred vision. Time of symptoms: post procedure. It was reported that post an uneventful right internal carotid artery stenting procedure, the pt experienced blurred vision in an unspecified eye. There were no add'l neurological deficits reported. The physician reports the event was embolic, affecting her eye and it is not procedure related. The pt was discharged one day post procedure and the condition was unchanged. She is scheduled to see both a cardiologist and neurologist. Although requested, there is no add'l info available. Study event.